Manufacturer narrative:
Correction: for h6 coding no finding available instead of code not available.

Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed impedance problem and failure to capture on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152833.